Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an auto-fill failure alarm and the had been in stand-by mode for 30 minutes. Earlier, the console had also generated a leak in iab circuit alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer stated that is likely the reason for the alarms. The "fill" key had already been pressed several times without success. The physician made the decision to remove the iab due to the amount of time in stand-by. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and between the catheter and sheath. The non-maquet sheath was approximately 18.29cm long and was attached to the catheter at approximately 28.45cm from the iab tip. The sensor cable was cut at approximately 13.72cm from the y-fitting. Further visual inspection found an inner lumen and catheter breakage at approximately 76.45cm. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was found at the region of the breakage. The fiber optic sensor was also broken in this region. The evaluation confirmed the reported problem. A severe kink or continuous flexing of a kink can cause the catheter and inner lumen to break resulting in autofill failure and leak alarms. It is difficult to determine when or how a kink in the inner lumen occurs. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jun-2019 through may-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).